Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. An initial report was previously submitted to FDA on 02/09/2010; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from 02/09/2010 MDR # 2124215-2009-27720 is attached.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
---